Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: there is "underfill with the edta 3 ml tubes."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Water was added to one tube from catalog 367856 to be exactly to show where the bottom of the specification limits is. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: there is "underfill with the edta 3 ml tubes."